Event description:
It was reported that during a bunion procedure on (B)(6) 2022, the tip of a drill broke off when fenestrating and was retained in the patient's bone. A backup device was available to successfully complete the case with no additional patient outcomes.

Manufacturer narrative:
It was reported that during a bunion procedure on (B)(6) 2022, the tip of a drill broke off when fenestrating and was retained in the patient's bone. The rep believes the surgeon may have bent the drill, resulting in its breakage. The device was not returned to the manufacturer for evaluation as it was discarded by the facility. The UDI referenced is for the sterile kit (sk14) the device is distributed in. The device history records were reviewed for all possible devices/lots and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. Based on the available information, it is possible the technique utilized subjected the drill to additional bending forces resulting in its breakage. A backup device was available to successfully complete the case with no additional patient outcomes. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file the MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.